Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the user noted insufficient vacuum within an unspecified number of tubes resulting in underfilling. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 07-mar-2024. Investigation summary: bd received 10 returned samples from the customer for investigation. The 10 returned tubes were visually inspected with no issues identified. The 10 returned tubes were also draw-tested with water, and all tubes were within specification limits. In addition, 10 retention tubes from bd inventory were draw-tested and, all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the user noted insufficient vacuum within an unspecified number of tubes resulting in underfilling. No health impact or consequence reported.